Manufacturer narrative:
A device history record review of the reported lot number(s) confirmed that the product was produced accomplishing quality requirements and released according to established procedures. The device history record for lot 532752x was reviewed. The device history record for the lot control indicates that product and specification requirements were met with no non-conforming product identified relating to this customer report. The actual sample(s) involved in the complaint event was received for evaluation. The manufacturing site received four packaged syringe samples with this customer report. A complete investigation was performed. Visual inspection to the quality inspection standard was conducted. No visual defects were identified. The medtronic lab performed plunger activation and movement force testing. A review of changes to product, process, and packaging has been conducted identifying no affecting changes in the previous 6 months. Possible causes of tight plunger action could include uneven silicone on the rubber tip or the barrel, plugged/occluded cannula, insulin crystallization, or improper technique. Exercising the plunger in the barrels prior to use will redistribute the silicone and make the plunger action easier. The plunger is exercised during the assembly process to distribute the silicone in the barrel and on the rubber tip. Leak testing is conducted to ensure the syringe draws, holds and expels fluid properly. The product is also tested to assure that the needle contains sufficient lubrication for ease of needle insertion during use. Periodic audits are conducted to ensure the quantity of barrel i.d. Silicone is within specification limits. Inspectors routinely examine product to ensure it meets aql. A lot cannot be released unless it passes visual and physical testing requirements. Per medtronic procedure, complaint trends will be evaluated during the monthly CAPA meeting to determine if a CAPA is warranted. Based on the information available and the investigation findings, a corrective and preventative action (CAPA) is not deemed necessary at this time. If additional information is received warranting further analysis, the investigation will be resumed. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
Submit date: 5/5/16. An investigation is currently under way; upon completion, the results will be forwarded.

Event description:
It was reported to covidien (B)(6) 2016 that a customer had an issue with a syringe. The customer reports that have recently started using 1ml monoject syringes and staff are saying that barrel is very sticky. It makes it difficult to adjust the syringe to an accurate dose for patients. Also difficult to see the markings when checking a volume in the hood. The customer also states the seal of the plunger is compromised.